Event description:
It was reported that a user experienced unexplained elevated blood glucose readings and contacted customer care for assistance with changing a contact detach infusion set and completing fill tubing and fill cannula steps; no pump alerts or alarms were reported, and the cannula appeared normal upon removal. Symptoms included hyperglycemia without associated clinical manifestations such as dizziness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and no ketone testing, with the user planning to continue monitoring. Investigation included troubleshooting and user education regarding infusion set replacement and priming. Investigation of this case revealed no device or component malfunction identified and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.